Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed that the tube was smaller than the others; tube didn't have obturator. No patient or user impact reported.

Manufacturer narrative:
H.6. Investigation summary: "material #: 367941. Lot/batch #: 3338007. Bd had not received samples, but three photos were provided for investigation. The photos were reviewed and the indicated failure mode for cap with the missing stopper was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cap with the missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cap with the missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9: device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-jun-2024. H.6 investigation summary: material #: 367941, lot/batch #: 3338007. Bd received one (1) sample and three (3) photos for investigation. The photos and the customer sample were reviewed and the indicated failure mode for cap missing stopper was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing stopper or improper assembly were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cap missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed that the tube was smaller than the others; tube didn't have obturator. No patient or user impact reported.